Event description:
It was reported that there was energy not being transferred when device is activated. No injury to pt.

Manufacturer narrative:
The facility will be returning the unit that was in use during the procedure. When additional info becomes available, a f/u report will be filed.